Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Upon starting the tibial atherectomy procedure on the (B)(6) year old female patient, the user had difficulty getting through scar tissue. An atherectomy was performed with another manufacturers' rotational atherectomy system. Upon removing the sheath, the sheath broke. The remaining portion of the device was visible and pulled by hand and broke a second time. Upon removing the remaining piece by hand once again, it broke a third time. At this point, there was no more visible piece of the device and a femostop was placed to stop bleeding. The patient was transported via ambulance to the hospital and a vascular surgeon cut down the access site to the remaining portion of the device and was able to the device portion using forceps. According to the initial reporter, the patient did not experience any adverse effects after to this occurrence.

Manufacturer narrative:
(B)(4). Investigation: a review of complaint history, instructions for use (IFU), (B)(6) and a visual inspection was conducted during the investigation. The device was not returned. The customer reported that the user had difficulty getting through scar tissue. Upon removing the sheath, the sheath broke. The remaining portion of the device was visible and pulled by hand and broke a second time. Upon removing the remaining piece by hand once again, it broke a third time. At this point, there was no more visible piece of the device and a femostop was placed to stop bleeding. The patient was transported via ambulance to fresno heart and hospital and a vascular surgeon cut down the access site to the remaining portion of the device and was able to the device portion using forceps. Final inspection for flexor¿ check-flo ii introducer, requires level (B)(4) inspection of product to confirm correct size and type of material has been used and 100% inspection to confirm correct length of sheath and dilator. The IFU cautions the end user, all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. As well as the warning, before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Design verification has confirmed sheath strength. While root cause cannot be determined it is likely that the patient's conditions (existing scarring) contributed to the event. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.

Event description:
Upon starting the tibial atherectomy procedure on the (B)(6) year old female patient, the user had difficulty getting through scar tissue. An atherectomy was performed with another manufacturers' rotational atherectomy system. Upon removing the sheath, the sheath broke. The remaining portion of the device was visible and pulled by hand and broke a second time. Upon removing the remaining piece by hand once again, it broke a third time. At this point, there was no more visible piece of the device and a femostop was placed to stop bleeding. The patient was transported via ambulance to the hospital and a vascular surgeon cut down the access site to the remaining portion of the device and was able to the device portion using forceps. According to the initial reporter, the patient did not experience any adverse effects after to this occurrence.